Manufacturer narrative:
Assay performance checks were performed and within specification. Calibration and quality controls were acceptable. Investigation of the event determined the customer did not use a cup adapter as recommended by the manufacturer and that this likely caused the discrepant result.

Event description:
The lay user/patient contacted lifescan alleging the meter has a damaged display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
The customer alleged a discrepant, low, hcg result on the cobas e411. Initial result (e411) > 10,000 miu/ml (flagged as greater than the technical limit) repeat (e411) with autodilution = 11.82 miu/ml repeat (another analyzer) = 129,861 miu/ml the customer stated that the 129,861 miu/ml result was released and that there was no affect to the patient. Hcg reagent lot #: 15548403 the field service representative was unable to determine the cause of the event. Instrument checks were performed. It was determined that the anti-static brush was not touching all of the sample tubes; the brush was realigned to contact all tubes. Performance checks were run.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.